Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation the lens was pushed down with injector. The injector went underneath the lens and got hung up. Removed the injector and tried to push the lens down manually. The cartridge was reloaded, when injected the lens noticed a scratch in the middle of the lens. It was removed and replaced with a new lens without difficulty. There was patient contact but patient was not harmed. Additional information has been requested.